Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and confirmed it will not turn on. The device needs a power pca and a processors pca. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the processor pca and power require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The customer has been sent a quote for this repair, however, the customer has not responded to quote in months.

Event description:
It was reported to philips the device does not turn on. There was no patient involvement.